Event description:
Reportedly, a premature battery depletion is suspected on the device. The device was explanted.

Manufacturer narrative:
Correction of d6a field : explantation date estimated to (B)(6) 2018.

Manufacturer narrative:
Review of the provided patient files dated from (B)(6) 2023 led to the following observations: - the battery voltage was measured at 2.68v on (B)(6) 2023 and time to rrt estimated < 3months. - since (B)(6) 2023, atrial, left and right ventricular lead impedance and rv coil impedance were stable within normal range. - no abnormal consumption is recorded. - since the device implantation, 177 charges and 56 shocks occurred. The last 29 shocks were delivered on the on (B)(6) 2022. - according to the numbers of charges, shocks and the pacing parameters, the battery voltage was theoretically estimated to 2.63 v on (B)(6) 2023 (time to rrt about 14 days), which is consistent with the longevity displayed. The battery voltage was measured at 2.68v (rrt < 3months). The device implantation was 6 years and 1 month. Normal battery depletion occurred. The ICD was explanted on (B)(6) 2023 and returned for analysis. Upon reception, the returned device could not be interrogated o ventricular channel was with 2,6 v amplitude, and 0.38ms pacing pulse width; o proper sensing and pacing operations were observed; no overconsumption was observed during consumption measurements by telemetry battery voltage was measured at 2,68v then the device was opened to have direct access to internal components: a detailed visual inspection did not reveal any anomaly; othe device was then powered with an external power supply; the device charges and shocks to 42j normally without over-consumption o the hybrid circuit was then submitted to the standard electrical manufacturing hybrid tests: no significant difference was observed when comparing the results with those obtained during the manufacturing cycle (at the time the device was manufactured). - the battery was sent to the manufacturer. Analysis of the battery didn¿t reveal anomalies having led to a short circuit. - based on above elements, normal battery depletion occurred.

Event description:
Reportedly, a premature battery depletion is suspected on the device. The device was explanted.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, a premature battery depletion is suspected on the device. The device was explanted.